Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: 28 october 2023. (Date article finalized version available in the journal. Version of record) . Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: if implanted; give date: exact date unknown/not provided. Only provided as (B)(6) 2021. Section d6b: if explanted; give date: exact date unknown/not provided. Only provided as (B)(6) 2022. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: valcourt, f, tremblay, a. (2023). Failed baerveldt implant replaced by preserflo microshunt. Journal français d'ophtalmologie 46(9), pp. E321-e322, https://doi.org/10.1016/j.jfo.2023.02.014. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: failed baerveldt implant replaced by preserflo microshunt. An 82-year-old male with bilateral primary open-angle glaucoma underwent baerveldt implantation. Two months later, the patient was back in the operating room for conjunctival dehiscence. Additionally, the patient also suffered from chronic hypotony with choroidal detachment and hypotony maculopathy. A supramid stent suture was then re-inserted but was removed four months later because his intraocular pressure (iop) reached 23mmhg on maximal topic therapy. The hypotony came back soon after this last procedure. It was then decided to replace the baerveldt implant with the preserflo microshunt as treatment. A copy of the article is provided with this report.